Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that stent balloon was difficult to withdraw from stent. The patient underwent stent implantation due to a coronary heart disease. A 20 x 3.50 promus premier drug-eluting stent was advanced and deployed. Post-deployment, the balloon was difficult to retract and there was resistance. After withdrawing the guiding catheter and the guide wire completely outside the body, the physician used a great force to take the balloon out of the guiding catheter. The physician used the guiding catheter again to review the angiogram, and it showed that the stent was in good condition. The patient's vital signs were normal, and no abnormalities were found. The procedure was completed and the patient returned to the ward safely.

Event description:
It was reported that stent balloon was difficult to withdraw from stent. The patient underwent stent implantation due to a coronary heart disease. A 20 x 3.50 promus premier drug-eluting stent was advanced and deployed. Post-deployment, the balloon was difficult to retract and there was resistance. After withdrawing the guiding catheter and the guide wire completely outside the body, the physician used a great force to take the balloon out of the guiding catheter. The physician used the guiding catheter again to review the angiogram, and it showed that the stent was in good condition. The patient's vital signs were normal, and no abnormalities were found. The procedure was completed and the patient returned to the ward safely. It was further reported that prior to stent deployment, there were no damage observed on the stent. After stent deployment, the physician allowed 3-4 seconds for the balloon to deflate. However, the balloon got deformed and only partially deflated which led to difficulty in removing the stent balloon.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1 initial reporter phone: (B)(6).

Event description:
It was reported that stent balloon was difficult to withdraw from stent. The patient underwent stent implantation due to a coronary heart disease. A 20 x 3.50 promus premier drug-eluting stent was advanced and deployed. Post-deployment, the balloon was difficult to retract and there was resistance. After withdrawing the guiding catheter and the guide wire completely outside the body, the physician used a great force to take the balloon out of the guiding catheter. The physician used the guiding catheter again to review the angiogram, and it showed that the stent was in good condition. The patient's vital signs were normal, and no abnormalities were found. The procedure was completed and the patient returned to the ward safely. It was further reported that prior to stent deployment, there were no damage observed on the stent. After stent deployment, the physician allowed 3-4 seconds for the balloon to deflate. However, the balloon got deformed and only partially deflated which led to difficulty in removing the stent balloon. It was further reported that the 85% stenosed target lesion was located in the non-tortuous and non-calcified artery.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter phone: (B)(6). The device was not returned for analysis; therefore, a technical analysis could not be performed; however, the provided media was reviewed. The photo showed a stent delivery system without a stent attached, with visible blood in the balloon and bunching noted at the distal end. The video showed the stent delivery system being retracted into the guide catheter outside the patient body.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter phone: (B)(6). The device was not returned for analysis; therefore, a technical analysis could not be performed; however, the provided media was reviewed. The photo showed a stent delivery system without a stent attached, with visible blood in the balloon and bunching noted at the distal end. The video showed the stent delivery system being retracted into the guide catheter outside the patient body.

Event description:
It was reported that stent balloon was difficult to withdraw from stent. The patient underwent stent implantation due to a coronary heart disease. A 20 x 3.50 promus premier drug-eluting stent was advanced and deployed. Post-deployment, the balloon was difficult to retract and there was resistance. After withdrawing the guiding catheter and the guide wire completely outside the body, the physician used a great force to take the balloon out of the guiding catheter. The physician used the guiding catheter again to review the angiogram, and it showed that the stent was in good condition. The patient's vital signs were normal, and no abnormalities were found. The procedure was completed and the patient returned to the ward safely. It was further reported that prior to stent deployment, there were no damage observed on the stent. After stent deployment, the physician allowed 3-4 seconds for the balloon to deflate. However, the balloon got deformed and only partially deflated which led to difficulty in removing the stent balloon.